Manufacturer narrative:
H10: the actual device was not available; however, a photograph and two (2) retention samples were available for evaluation. The photograph was visually inspected and a disconnection between the tube and the drip chamber was observed. The two retention samples underwent visual inspection with the naked eye and no issue was noted. Additionally all junctions underwent a push-pull test, and no disconnections were identified. An underwater leak test was performed, and no leaks were identified and no blockages were found. Both samples were submitted to a traction test and both samples withstood the minimum required force per specification. The reported condition was verified by the photograph, however, was not verified by evaluation of the retention samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the chamber for two (2) solution administration sets. The issue occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.